Event description:
The customer reported that the pt became unconscious at end of treatment and went into either cardiac or pulmonary arrest. Pt was rushed to the hospital. The pt later died. The dialyzer was fresenius. The pt was diabetic with a history of low blood pressure and unresponsiveness. The blood pressure started low and pt was 3.5 kg below dry weight. Pt was receiving fluid replacement. The pt dropped blood pressure at the end of the treatment and went unresponsive. Emergency measures were taken. The nurse manager stated he did not think the machine had anything to do with the pt's situation.

Manufacturer narrative:
On the basis of further information, the pt was vomiting for 3 days. She was ill and this probably contributed to the reported incident. Performance testing was performed. The acetate conductivity was found to be at 17.45 ms/cm instead of 17.00 ms/cm. This difference of 2.6% is inside the tolerance according to the machine specification. (Tolerance is up to 5%). No machine malfunction was identified. Gambro has found no evidence to suggest that its device caused or contributed to this event. Gambro does not regard the submittal of this report as an admission of liability.